Event description:
Event description guidant received information that upon interrogation of this pacing system, the lead safety switch was triggered on this atrial lead due to impedance measurements greater than 2500 ohms. Both the high impedance measurements and the safety switch corresponded to a date the patient fell due to a neurological disorder. Review of stored egm's after the patient fall revealed noise on the atrial lead which led to numerous mode switches.